Event description:
It was reported by service report that the head left siderail was broken and the foot end lift motor was drifting down. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Sharp edges.